Event description:
It was reported that some part of the coil hanging outside of the catheter upon removal. Vascular access was obtained via the right femoral artery. The target lesion was located in the testicular vein. A 10mm x 40cm interlock-35 was selected for use. During the procedure, a continuous flush was maintained in the diagnostic catheter at a speed of one drop per second of heparinized saline. Two coils were already deployed, however, resistance was felt while deploying the third coil, and some part of the coil was out of the catheter tip. The physician could not push and pull back the coil so the whole diagnostic catheter was pulled out from the patient with the coil inside and some part of it hanging outside the catheter. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that some part of the coil hanging outside of the catheter upon removal. Vascular access was obtained via the right femoral artery. The target lesion was located in the testicular vein. A 10mm x 40cm interlock-35 was selected for use. During the procedure, a continuous flush was maintained in the diagnostic catheter at a speed of one drop per second of heparinized saline. Two coils were already deployed, however, resistance was felt while deploying the third coil, and some part of the coil was out of the catheter tip. The physician could not push and pull back the coil so the whole diagnostic catheter was pulled out from the patient with the coil inside and some part of it hanging outside the catheter. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed. The protective hoop, a valve, the introducer sheath, the delivery wire and the main coil were returned for this complaint. The delivery wire and the introducer sheath returned inside the protective hoop. The delivery wire and the main coil were not interlocked. The introducer sheath was inspected, and no damages were found. The twist lock was opened. The delivery wire was inspected, and no damages were found. The main coil was kinked, stretched and the interlocking arm detached. No more damages were found. Microscope inspection was performed. It was confirmed that the interlocking arm of the main coil was detached.